Manufacturer narrative:
The t:slim g4 user guide states: do not use cgm for treatment decisions, such as how much insulin you should take. Cgm does not replace a blood glucose meter. Always use the values from your blood glucose meter for treatment decisions. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 200-300's mg/dl caused by under correcting for dinner. The customer administered an injection based on the bg reading on their cgm (continuous glucose monitoring). The manual injection then caused the customer's bg level to decrease to 49 mg/dl. The customer acknowledged that they should be checking their bg levels with a meter and not only going off the cgm reading. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.